Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor errors. The customer's blood glucose value was unknown. Customer reported cracks where the up and down arrows were also sensor acted strange at times while fasting went from 50 mg/dl to 69 mg/dl within the time it took to download the pump. The device will not be returned for analysis.